Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the up and ok buttons required multiple presses to respond. The reporter indicated that the button symbols were worn on the up and down buttons but there was no damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/26/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/05/2013 with the following findings: the keypad cover was found to be worn; however, there was no peeling or damage observed. During testing, the ok keypad button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.